Event description:
A 3.0mm diameter by 24mm length s670 stent delivery system was inserted in the left anterior descending artery, after pre-dilatation with a 3.0mm ptca balloon. It was not possible to cross the severely calcified target lesion. Therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled into the guide catheter, where it caused the stent to dislodge from the stent delivery system. The dislodged stent was successfully deployed in the proximal left anterior descending artery. The target lesion was then treated with another manufacturer's stent. The physician did not follow the instructions for removal of an undeployed stent, when the stent was pulled into the guide catheter while engaged in the coronary artery. Lesion morphology likely contributed to event. There were no additional clinical sequelae reported relative to the event and no further info available from the user facility.